Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g1 (contact person ¿ mfg site), g2, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine and shut down issue was repaired by reseating all boards. Completed with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Manufacturer narrative:
Due character limit e1. Event site name- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump(iabp), unit shut off. There was no harm or injury reported.